Manufacturer narrative:
Product support conducted retain testing on lot w53457. Results as follows: no device issues were observed. Two error codes were received during testing. Tested calibrator h (n-32) and all results were within 2sd. The cv for tni was 14.3 with a percent recovery of 94.1%. No discrepant low tni results were observed with cal h testing. Spiked 6 whole blood donors to a concentration of 0.20ng/ml (around the reported discrepancy from the customer). Tested an n=5 per donor on complaint lot. The average tni was 0.21ng/ml. No reps of spiked whole blood testing were discrepant for tni. Customer's complaint of discrepant low tni was not observed with in-house testing of device lot w53457. All reps of testing yielded elevated tni results as expected. No discrepant low tni results were observed with in-house testing of cal h and spiked whole blood on complaint lot w53457. Elevated tni values were observed during testing. No sample was returned for testing, sample interference cannot be ruled out. As of (B)(4) 2013, (B)(4). No discrepancies were observed, product performed as expected. Corrective action not required at this time as no product deficiency was established.

Event description:
Customer alleged discrepant low results when compared to lab analyzer. Results as follows: date: (B)(6) 2013, triage: 0.07ng/ml, lab: 0.27ng/ml. Ref range for triage is: normal 0.0-0.40, abnormal >0.40. Ref range for lab analyzer is: normal 0.00-0.04, abnormal >0.04. No information of pt presentation or final diagnosis. Customer does not know if or how the pt was treated. No sample remains for submission. Ckmb results were not given. Devices at rt for at least 15 min. Wb edta sample; sample allowed to absorb into device before running test. All controls and cal vers previously passing ok.